Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported a piece of tissue was extracted during use and later a dissection was noticed. On (B)(6) 2016 - access was obtained via the right femoral artery. An atherectomy procedure was performed with a jetstream® atherectomy catheter in the left superficial femoral artery (sfa) graft. After atherectomy, post balloon angioplasty was performed, the physician was under the impression there was still thrombus present in the vessel. A solent dista angiojet catheter was used but was unable to remove the blockage. A non-bsc filterwire was deployed and extracted a long, rubbery, white piece of tissue. Excellent brisk flow was able to be established. Angiography was performed and everything looked fine. On (B)(6) 2016 - the patient presented with severe claudication in the left superficial femoral artery (sfa). Unilateral left lower extremity angiography was performed and found 80 to 90% stenosis at the distal graft anestomosis which appeared dissected under intravascular ultrasound (ivus). The vessel was successfully stented with a 6.5x40mm non-bsc stent, which elongated to approximately 60mm. Post dilatation was completed with a 7.0 balloon with brisk 3 vessel runoff at the conclusion of the procedure.